Manufacturer narrative:
Product event summary: it was confirmed that the programmer was unable to perform a software update because it powers up to a blue stop error screen. It was also confirmed that the speakers would buzz and give three short beeps. It was additionally found that the system fan was noisy.

Event description:
It was reported that the programmer was unresponsive to the touch pen, and was unable to update software. It was also noted that three short beeps could be heard after booting the programmer. The programmer has been returned to service. No patient complications have been reported as a result of this event.